Event description:
It was reported that a home patient (hp) had a high drain alarm, which occurred on a homechoice (hc) device during day drain 1. The fill volume (fv) equaled 2000ml and the drain volume equaled 5015ml. The hp stated that there were no bypasses and that they did not do anything unusual during the dwell. The technical service representative (tsr) explained the meaning of the alarm and the use of continuous ambulatory peritoneal dialysis (capd). There was no adverse event indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detected at initial drain. If additional relevant information becomes available, a follow up medwatch will be submitted.